Event description:
The swan-ganz catheter was opened under sterile conditions and the syringe was attached. The balloon was tested for integrity and functionally with 1.5mls of air. The balloon inflated easily but did not deflate passively. The balloon was re-tested in the same manner 2 times with the same result. It was confirmed that the syringe was removed while trying to deflate the balloon. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited volume syringe. Balloon testing was performed with the returned syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached, which is within the allowable specification. The balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was not confirmed and no manufacturing non-conformances were identified during the evaluation. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve." After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.